Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer said she did not feel high but did treat herself with an unk amount of insulin based on that reading. The consumer did not experience a hypoglycemic event. It was realized during the call the cap on the test strips was cracked which may have compromised the integrity of the test strips. The test strips in question will be returned for evaluation.